Event description:
The account alleges that the left siderail will not push into the frame, resulting in an inability for the siderail to latch.

Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Corrected manufacturing site.